Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation confirmed the customer's allegation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the power button on the video system center was not sensitive. The issue was found during preparation for use in an unspecified diagnostic procedure. During the device evaluation, the no image was found when shaking the video connectors. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
The procedure was a laryngoscopy, completed using the same set of equipment with no delays.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the phenomenon "no image when the video connector was wiggled" could not be determined. Olympus will continue to monitor field performance for this device.